Event description:
It was reported the epg (external pulse generator) had no output. The epg was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device passed testing, with no anomalies found. No battery was returned with the device. The keyboard was noted to be scratched.